Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown biolox delta femoral head; item number: unknown; lot number: unknown, unknown cup: item number: unknown; lot number: unknown, unknown stem: item number: unknown; lot number: unknown. G2: south korea. Journal article citation: do mu, seo js, kang sw, koo ht, suh kt, shin wc. Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clin orthop surg. 2025 aug;17(4):575-581. Https://doi.org/10.4055/cios24372. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from clinics in orthopedic surgery (2025) that reported a retrospective study from korea. The purpose of the study was to assess the outcomes of conversion tha using a dm cup for failed hip fracture fixation. Between april 2015 and june 2021, 116 patients underwent conversion tha for failed hip fracture fixation, 83 cases using fb (fixed-bearing) cups and 33 using dm (dual-mobility) cups. The study included 68 male (58.6%) and 48 female (41.4%) patients; their mean age at the time of surgery was 63.9 years. Zimmer biomet components were used in all cases using a posterolateral approach with transosseous reinsertion of short external rotators and posterior capsule. In the dm group, the g7 acetabular system was used in all cases. In the fb group, trilogy was used in 28 cases (33.7%) and g7 in 55 cases (66.3%). The femoral components used were the versys fiber metal taper in 32 cases (27.6%), wagner sl revision in 29 (25.0%), and microplasty in 55 (47.4%). All cases also used a biolox delta femoral head. Follow-up was conducted at 6 weeks, 3 months, 6 months, and 12 months postoperatively, and annually thereafter with a mean length of follow-up for 1.5-2 years and a minimum of 1 year. The study reported that one patient in the dual mobility group experienced dislocation. Diligence is completed, and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d10, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown hip bearing: item number: unknown; lot number: unknown. Corrected data: h6 component code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. X-rays were provided within the journal article; however, it is not known which of these relate to the patient in this event. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.